Event description:
It was reported that the patient was experiencing pain at the pump site that was mild in severity. Examination and palpitation of the area found that the pump was flipping within the pocket and there was an inversion. A surgical revision was performed on (B)(6) to add a mesh pouch and re-anchor the pump. It was indicated that, as of that day, the event had resolved without sequela. It was noted that the event was not related to the implant procedure. The device system was used to deliver dilaudid and bupivacaine.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the pump was re-anchored and double loops were made at the anchoring eyelets on (B)(6) 2014. The pump was flipping and causing discomfort. There was pain at the pocket site. The severity of the event was noted as "mild (does not interfere in a significant manner with the subject's normal functioning level)." A catheter access port (cap) contrast study was done on (B)(6) 2014 and was normal. Examination on (B)(6) 2014 was abnormal as the pump was inverted. The event resolved without sequelae on (B)(6) 2014.

Manufacturer narrative:
Concomitant medical products: product ID 8781, serial# (B)(4), implanted: 2013-(B)(6), product type catheter product ID 8835, serial# (B)(4), product type programmer, patient. (B)(4).